Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and after following these instructions, the error did not appear again. The caller successfully started a new sensor session.